Manufacturer narrative:
The lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a normal follow up, this right ventricular defibrillation lead presented with a decrease in amplitude and pacing impedances and an increase in pacing thresholds. No adverse patient effects were reported. The patient was scheduled to be see again and have an chest x-ray taken. At the next follow up, it was noted that the pacing impedances had continued to increase. A chest x-ray was performed and it appeared that this lead had pulled back from the heart wall. A revision was performed and this defibrillation lead was successfully repositioned. No adverse patient effects were reported in relation to the procedure.